Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
After postoperative cleaning, two screws on the offset reamer handle had come off and were missing. Since the postoperative radiographs confirmed that no screws were left behind, and the presence of screws was confirmed during the immediate postoperative instrument inspection, hcp determined that no patient harm had occurred.